Event description:
Punctured right groin. Pt had history of multiple aorta/fem grafts and scar tissue. Micropuncture sheath inserted into graft. Physician had difficulty advancing and micropuncture sheath collapsed on itself. When physician pulled back on the sheath, it broke off inside of the pt.